Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant info.

Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: post the procedure. It was reported that one day post an uneventful right internal carotid artery stenting procedure, the pt experienced left sided neglect, left facial weakness, and left tongue deviation. A head CT scan showed no sign of hemorrhage. The pt was evaluated by a neurologist and was diagnosed with a right middle cerebral artery stroke. The pt was evaluated and received physical therapy and the condition was reported as improved. The pt was discharged to a rehabilitation facility 13 days post the stenting procedure. Although requested, there is no additional info available.